Event description:
It was reported to philips that a control module fault caused ipc communication and host error on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled ipc software and replaced ipc+new bios (rohs compl), xmpcard, and coa; device fully functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).